Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report patient's discomfort during use of continuous glucose monitoring device on (B)(6) 2014. Patient's father accompanied the patient to see a physician on (B)(6) 2014 and an x-ray was performed. It was reported that the x-ray displayed a "curved hairline object within abdomen." The physician did not remove the object at the time of visit. Patient's father did not report any further information.